Event description:
A registered nurse (rn) contacted global technical service (gts) regarding a high drain 103/call pd nurse alarm (indicates the patient drained greater than (B)(4) of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the home choice (hc) during use, during drain 3. The technical service representative (tsr) explained the display and reviewed the therapy log. The initial drain volume was equal to 3052 ml, the last fill volume was equal to 1500 ml, the total fill volume was equal to 10567 ml, the total drain volume was equal to 10567 ml, the average dwell time was equal to one hour and forty six minutes, the average drain time was equal to forty six minutes, the total ultrafiltration (uf) was equal to 3068 ml, the cycle 3 uf was equal to 3461 ml, the cycle 2 uf was equal to -332 ml, the cycle 1 uf was equal to -61 ml, there were no bypasses, and no manual drains. The therapy was set to continuous cycling peritoneal dialysis (ccpd)/intermittent peritoneal dialysis (ipd), the total volume was set to 10500 ml, the total time was set to nine hours, the fill volume was set to 2500 ml, the last fill volume was set to 1500 ml, and the dextrose was set to different. The tsr explained the uf reading. The rn contacted the peritoneal dialysis registered nurse (pdrn) by phone. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The homechoice device was operational and was not returned for evaluation. The product analysis lab (pal) confirmed the reported increased intra-peritoneal volume (iipv) based on reported information. The assignable cause was undetermined. Review of the service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of iipv-adult.